Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Information provided states that patient began using the spinal stimulation unit in (B)(6) 2016. Pt stated that she began experiencing pain on (B)(6) 2016 in the same area that she had shingles when in her 20's. Pt saw infectious disease doctor and was told that she had 2nd degree burns.